Event description:
A surgeon reported the cassette was leaking water. Additional information and product sample have been requested for this report.

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the second for this issue. The order was built and released per specification. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.(B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.